Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that they were performing an MRI to determine what was wrong with the stimulator. The patient stated that sometimes they felt the device shocking them. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient needed a procedure due to scs device/therapy. It was reported that the patient's stimulator was causing more pain. Patient reported it throbbed really bad. Patient reported at night when laying down, they couldn't stretch anymore and it wouldn't let them bend their leg to lay on side. It was reported during the day if patient stood up it throbbed on inside of leg. Patient reported it was really bad where knee area was 6 inches above and below knee. Patient reported that when patient touches the neurostimulator (ins), it feels like it is black and blue but is not. It was just really sore. Patient reported it hurt at their lower back all the time straight above where stimulator was. Patient stated they might get 2 hours of sleep a night. Patient had to pick up leg up to put it into bed. If patient sat cross legged they would not be able to undo legs. Location of symptoms were reported to be left leg all the way from foot to hip. Patient reported they want device out. Patient stated they went and saw a doctor a month or maybe a little longer and the doctor stated there was no infection. Patient stated they are getting worse. Patient inquire d about paralysis. Patient services told patient anything that involves the spine there is risk of paralysis. Additional information was received. Patient reported that ins was not working and that they had pain. No further complications were reported/anticipated.